Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The affected device was returned disassembled and severely damaged. The stent has been partially released and fractured into at least two fragments. About 150 mm of the stent are still crimped underneath the retractable shaft. The distal stent fragment is missing. The outer shaft has been retracted by about 27 mm. The outer shaft is kinked about 175 mm, 265 mm and 415 mm proximal to its distal end. The outer shaft is also flared at its distal end and the distal stent stopper is deformed, both indicating that the stent has been pulled in distal direction which was most likely induced during device withdrawal. The handle was disassembled in the as-returned state. Several parts of the handle assembly are missing. The proximal outer shaft portion is well sliced and has fractured, most likely inside the handle. The fracture sites are plastically deformed being indicative for an overload fracture. The proximal inner shaft portion shows signs of compression. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined. The IFU states that in case the trigger release mechanism fails before releasing the stent, the complete system shall be removed from the patient.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the distal sfa. The device was advanced to the lesion and the safety tab was removed but, it was not possible to release the stent.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in a severely tortuous part of the distal sfa. The device was advanced to the lesion and the safety tab was removed but, it was not possible to release the stent.